Event description:
The customer reported a patient had a negative result with a denka covid 19 antigen test on (B)(6) 2022, then proceeded to have 1 false positive result on (B)(6) 2022 and 2 false positives on (B)(6) 2022 with the ID now covid-19 assay using nasopharyngeal swabs. The first pcr test was performed on (B)(6) 2022 and the second pcr test was performed on (B)(6) 2022, both with negative results using nasopharyngeal swabs. No additional patient information, including treatment and outcome, was provided. This MFR. Report addresses test one (1) of three (3) tests lot number (m180337) total (2).

Manufacturer narrative:
On hold mr 08/30/2022. The investigation is still in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 190-000 j that has a similar product distributed in the us, list number 190-000. Reference MFR. Reports: 1221359-2022-01843.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m180337 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m180337 , test base part number 190-430 / lot m180337.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m180337 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue ;however a possible assignable root cause is patient sample interference. MFR. Reports: 1221359-2022-01843 through 1221359-2022-01845.